Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s), however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03860. It was reported the patient experienced an infection at the lead site. As a result, surgical intervention was undertaken wherein both leads were explanted.